Event description:
(B)(4).

Event description:
I

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action has been initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. (B)(4).